Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the values seen on the blood parameter monitor (bpm) were significantly deviating from the laboratory results. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. No other details regarding the nature of this event were provided.